Event description:
Following angioplasty, the device was advanced to the lesion in the basilar artery without issue. The physician was unable to deploy the stent and removed the device from the pt. Once the device had been removed, it was noted that the stent had partially deployed from the catheter. There was no clinical consequence to the pt.